Manufacturer narrative:
Diasorin molecular llc received a complaint alleging disc leakage while running mol4150 lot us13961 and resulting in invalid results / internal control failure. Run analysis of the simplexa results are as follows: (B)(6) 2022 at 0908: sample ID: (B)(6). (Pos control): invalid due to s gene not detected, orf1ab (27.4) sample ID: (B)(6): invalid due to ic not detected (B)(6) 2022 at 1035: all 6 samples and negative control were invalid due to internal control not detected. Positive control failed detection as well. (B)(6) 2022 at 1228: all 6 samples and negative control were invalid due to internal control not detected. Positive control failed detection as well. 12/14/2022 at 0827: sample ID ntc: invalid due to ic not detected sample ID cf: invalid due to ic not detected the invalid results were alleged to be caused by a leakage with the dad disc mol1455 lot p17303n. Further investigation confirmed an increased probability of leakage when running this lot of dad disc with the previous assay definition for mol4150 (version 2). The kit used (mol4150 lot us13961) has the impacted assay definition version 2. The same disc lot did not leak when run on kits with the current assay definition version 3. The leakage has the potential to cause false positives wth mol4150 and therefore required a class 2 recall for any remaining mol4150 assays that were linked to the previous assay definitions version 2 and was reported under the FDA res# 91504, recall # z-1209-2023. Any customers with inventory of mol4150 with the previous assay definition v2 in the field were notified to discontinue use and destroy those remaining kits with assay defintion v2. The disc leak has a potential to cause false positive results when running mol4150 simplexa covid-19 direct. In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. In this instance, there has been no report of patient injury/death due to the invalid results; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death.

Event description:
Diasorin molecular llc received a complaint alleging disc leakage while running mol4150 lot us13961 and resulting in invalid results / internal control failure. The customer confirmed no alleged harm occurred. Patient health information and sample collection method was not provided. The disc leak has a potential to cause false positive results when running mol4150 simplexa covid-19 direct. In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death.